Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.